Manufacturer narrative:
The returned tube was evaluated. One of the guide pins was found to have broken off. A review of the manufacturing records did not identify any issues which may have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage, including disassembly upon completion of the procedure.

Event description:
It was reported that the tube was bent during surgery. However, evaluation by the zimmer biomet personnel found one of the guide pins to be missing. The procedure was completed using an alternative instrument. There was no report of patient injury associated with this event.